Event description:
As reported, during an angiogram of the left leg, a flexor ansel guiding sheath separated as the device was pulled back for removal from the patient. A surgical team was called and a cut-down was performed to remove the separated portion of the device. There have been no adverse effects to the patient. Additional information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an angiogram of the left leg, a flexor ansel guiding sheath separated as the device was pulled back for removal from the patient. A surgical team was called and a cut-down was performed to remove the separated portion of the device. There have been no adverse effects to the patient. Additional information was received 06oct2022. The complaint device was advanced via access in the femoral artery for a contralateral approach, up and over the aortic bifurcation. The anatomy was calcified. Resistance was encountered upon both insertion and removal of the device. An unspecified stiff angled glidewire was in the lumen at the time of shaft separation; however, the dilator was not in place at the time of the event. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath was separated at 11.6-centimeters from the distal end of the white hub. The lot number was not provided to cook, and a global shipment search could not definitively determine the lot number; therefore, it is unknown if there were related non-conformances or additional complaints on the lot. A device master record (dmr) review was performed, and the device quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product IFU states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. The information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that although it is possible that the patient¿s calcified anatomy and/or failure to reinsert the dilator upon meeting resistance contributed to this event, a definitive cause could not be established. The risk analysis for this failure mode was reviewed and no additional escalation was required. There is currently a CAPA investigation open to investigate this product failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 06oct2022. The complaint device was advanced via access in the femoral artery for a contralateral approach, up and over the aortic bifurcation. The anatomy was calcified. Resistance was encountered upon both insertion and removal of the device. An unspecified stiff angled glidewire was in the lumen at the time of shaft separation; however, the dilator was not in place at the time of the event.